Event description:
The advocate stated the customer received a 294 mg/dl glucose reading using her breeze2 meter. Her glucose was retested using 2 other meters and the readings were 92 and 94 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution and batteries were sent to the customer. No product will be returned at this time.